Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of going on a trip and needed instructions for going through security screen. While on call, customer reported that insulin pump did not give a low or empty reservoir warning and as a result, blood gluose was over 400 mg/dl. Customer treated high blood glucose with a bolus delivery.customer declined troubleshooting for high blood glucose. Customer was assited with setting low reservoir warning and alert type.